Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with 425cc saline mentor smooth round moderate profile breast implants and experienced several unexplained systemic symptoms, including breast implants illness, chronic fatigue, brain fog, muscle pain, joint pain, hair loss, dry scaly spotty skin, weight loss, loss of appetite, inflammation of pelvis, hands and eyes, poor sleep, can go days without sleeping, dry eyes, decreased in vision, total hysterectomy, cough, difficult swallowing, taste something sitting on throat chest, reflux gastritis, change in bowel movements, breathing cold, sweating, yeast infection, sinus infections, uti infections, headaches, heart palpitations, sore aching joints, swollen and tender lymph nodes in breast area under arms and groin area, pain in areola area, pain underside of breast, dehydration, frequent urination, numbness in arms, calves and feet, cold and discolored limbs, hands and feet, chest discomfort, shortness of breath, anxiety, depression, rheumatoid arthritis, sjogren's syndrome, liver disfunction, kidney dysfunction, fatty liver, easy bruising, persistent bacterial infections, ears ringing and cracking, feeling like dying, low body temperature, neck and back pain, change in body odor, milk production after hysterectomy, edema, swelling around eyes, one eye is smaller than the other and abdominal swelling. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information: on march 22, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).